Manufacturer narrative:
The events of "capsular contracture" and "infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast infection, breast pain, and capsular contracture, baker grade unknown".

Event description:
Patient reported right side "breast infection, breast pain, and capsular contracture, baker grade unknown". Device has been explanted.